Manufacturer narrative:
Image review: pre-implant computed tomography (CT) images were provided for review. The annulus perimeter was 89.8 millimeter (mm) and perimeter derived was 28.6 mm, suggesting a 34 mm evolut per the sizing matrix. Left ventricular outflow tract (lvot) perimeter and perimeter derived diameter were 92.0 mm / 29.3 mm. Calcium can be seen in aortic annulus below the right coronary cusp (rcc)/non-coronary cusp (ncc) commissure and extending approximately 2.0 mm below the basal plane. The aortic valve was bicuspid with calcified fusion of the rcc and left coronary cusp (lcc). The effective orifice area (eoa) perimeter at 5 mm was 81.0 mm and perimeter derived was 25.8 mm which aligns with a 29 mm evolut per sizing matrix. All sinus of valsalva (sov) diameters, sinus heights, and coronaries were within recommended ranges. Calcium was noted proximal to the left coronary artery. Annular angulation was 57° with normal aortic arch anatomy. Intraprocedural fluoroscopic images were provided for review. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre-implant balloon aortic valvuloplasty (bav) was performed twice due to balloon migration. It was reported that the valve was recaptured three times after which an infold occurred. There is evidence of another fluoroscopic valve load inspection confirming a good load, presumably with a new valve and delivery catheter system. Another bav was performed. Subsequently, the new valve was successfully implanted at a depth of approximately 2mm and 6mm on the ncc and lcc, respectively. Final angiogram showed no signs of infolding and evidence of possible mild aortic regurgitation/paravalvular leak. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in its original box and jar, fully submerged in a cloudy, unknown solution. The valve leaflets were discolored, showing evidence of blood contact. Leaflets l2 and l3 were in a closed position. Leaflet l1 was in the open position. All leaflets were intact; no damage was observed. All commissures were intact. There were no signs of damage, such as kinks or bends to the frame. The valve was submerged in warm saline; the frame expanded to full dilation. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use (IFU). Upon loading, the frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced, covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was deployed in a body-temperature (approximately 37 degrees celsius) saline bath. The deployment knob was rotated to expose the inflow of the valve; no anomalies were noted. The valve continued to be deployed up to the point of no recapture; no anomalies were observed. At this time, the valve was fully recaptured. No anomalies were observed during the recapturing steps. Subsequently, a complete deployment of the valve was performed; no anomalies were observed. Updated: d9, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: d4. Updated: d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: a1, a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, into native bicuspid valve anatomy, the valve was recaptured three times. After the third recapture, infolding was observed on imaging. The system was withdrawn from the patient. A different valve and delivery catheter system (dcs) were used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received indicating that the valve was recaptured three times due to positioning issues. No misload was I dentified and there was no procedural delay.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop34 (lot: 0012713087); product type: 0195-heart valves; implant date: n/a; explant date: n/a; product ID: l-evprop34 (lot: 0012699630); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, into native bicuspid valve anatomy, the valve was recaptured three times. After the third recapture, infolding was observed on imaging. The system was withdrawn from the patient. A different valve and delivery catheter system (dcs) were used to complete the procedure. No patient complications were reported as a result of this event.